Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the force bipolar instrument joint was dislocated from the arm and could not grip anything with it after. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged grip-tang near the base of the grip tip. This caused the jaws not to be removed from the trocar properly. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.